Manufacturer narrative:
The hill-rom technician found the sidecom board was inoperable. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was not communicating with the nurse's station. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).